Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that they experienced high blood glucose level of 421 mg/dl and had to change everything. The customer's wife stated husband was hospitalized for non-related diabetes reasons. The customer states he was off the pump for the last 3 weeks but was back on the insulin pump. The pump will not return for analysis.